Event description:
It was reported that the shock impedance of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system measured at 128 ohms, which was high out of range. Technical services (ts) analyzed device data and also found variable intrinsic amplitude measurements. Ts suggested further evaluation of the lead. No adverse patient effects were reported. Currently, this ICD system remains in service.